Manufacturer narrative:
Previous driveline infection was covered under MFR # 2916596-2021-06143. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pleuritic/stabbing right/central chest pain, fatigue and generalized weakness. The patient also reported associated dyspnea at rest. There were changes around outflow near the pain and the patient had a severe ongoing driveline infection with a fistula to skin above heart failure attending. There was an left ventricular assist device (lvad) complication and severe driveline infection with likely pump pocket infection. The patient was treated with antibiotics.

Event description:
Additional information: it was reported that the wound culture grew methicillin-resistant staphylococcus aureus (mrsa) and the patient was started on daptomycin to be continued for six weeks and then switch to bactrim by mouth. The patient was not complaint with medications for previous driveline infection and refused surgical drainage in november. The patient had a fever, chills, shortness of breath and driveline site drainage. It was noted that the infection was likely due to not using chlorhexidine or betadine for driveline care and could only use normal saline. The patient was refused surgical intervention and was deferred to palliative care to treat the infection and continued heart failure care with long term prognosis given the scope of the infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. He heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook, rev. D. Is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.